Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for urgency-frequency and urge incontinence it was reported that the patient has blood around his wires and was worried about being infected. On (B)(6) 2018, the patient reported that the area around the tape was extremely itchy, red, and had some blood around it. The patient also mentioned that when he had the stimulation turned up higher, it became uncomfortable. This resolved when the patient lowered it. On (B)(6) 2018, the patient still reported that it's really starting to itch where the tape was. There were no further complications or anticipations reported with this event.